Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer during inspection that the cardiosave intra-aortic balloon pump (iabp) touch panel did not respond. There was no patient involved.